Event description:
The clinic reported that a laser vision correction patient presented at the a post op exam with central island in the right eye following a standard lasik treatment. The patient received an enhancement treatment approximately 5 months following the original treatment in the right eye. The patient did not have any loss of best corrected visual acuity prior to the enhancement. Following the enhancement the patient's uncorrected visual acuity was 20/25 in the right eye at a two month post enhancement exam. There were no outcome issues with the left eye.

Manufacturer narrative:
The amo field service engineer evaluated the system at the customer location and no issues were found that related to the reported issue. Field service performed routine calibrations to optimize settings and alignments. All pertinent information available to amo has been submitted.